Event description:
After receiving two cypher stents, the pt has had restenosis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-00556. Index procedure was in 2005. It was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a balloon (3.5/15mm) at 20atm. Inflation time was unk. A cypher stent (3.5/18mm) was implanted at 24atm for 31-60 seconds. Post dilation was conducted with a balloon (3.5/15mm) at 24atm. Inflation time was unk. Timi flow before and after the procedure was 3. The residual % of stenosis was 15.4%. Ivus was conducted. On approx seven months later, follow up cag was conducted and focal restenosis was observed inside the implanted cypher. The pt complained of chest pain. There was 99% restenosis. To treat the restenosis, poba was conducted with a balloon 3.5/20mm:kongou). Inflation time and pressure were unk. The residual % of the stenosis was 25%. Two days later, the pt was in stable condition and was discharged from the hospital. Physician indicated that stent fracture was suspected at the proximal end of the implanted cypher so that might have caused the restenosis. In 2006, follow up cag was conducted and focal restenosis was observed inside of the implanted cypher. The pt didn't show any symptoms. There was 99% stenosis. To treat the restenosis, pre-dilation was conducted with a balloon (3.5/15mm: kongou). Cypher (3.5/18mm: complaint product was implanted inside of the initially implanted cypher at 20atm. Inflation time was unk. Post-dilation was not conducted. The residual % of stenosis was 25%. Two days later the pt was in sable condition. In 2008, follow up coronary CT was conducted and restenosis was observed inside of the implanted cypher. There was 99% stenosis. The pt didn't show chest pain. To treat the restenosis, a balloon (3.0/20: mercury) was delivered to the lesion, but it wouldn't cross the lesion. Then, a different balloon (1.5/15mm: ryujin plus) was delivered and poba was conducted, but the balloon ruptured. Therefore, poba done with another balloon (3.5/15mm: ryujin plus). The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.